Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother stated two days before this report, the infusion set's tubing snapped in half. Due to this, the patient felt sick and vomited. The patient also experienced diabetic ketoacidosis and high blood glucose level reported to be 500 mg/dl at the time of incident, which was treated with an insulin drip. Infusion set was changed three times and patient's blood glucose level at the time of this report was 258 mg/dl. No further information available.